Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse patient anatomy. Our instructions for use do state the following: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the aortic neck and distal artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. The zenith renu aaa ancillary graft with the h&l-b one-shot introduction system is not recommended in patient who: cannot tolerate contrast agents necessary for intra-operative and post-operative follow-up imaging, exceed weight and/or size limits which compromise or prevent the necessary imaging requirements, or have known sensitivities or allergies to stainless steel, polyester, solder (tin, silver), polypropylene or gold.

Event description:
During aaa procedure in 2006, to place a renu device there were difficulties encountered when inserting, deploying, and visualizing the renu device. These were due to patient obesity, another manufacturers device already implanted, and use of older fluoroscopy. The device was not deployed in the desired position because it "jumped down" when the suprarenal stent was deployed in the angulated neck.